Event description:
It was reported that the user experienced hypoglycemia after announcing and eating a usual breakfast, with glucose initially rising to 161 mg/dl then dropping to 47 mg/dl, which was treated with oral fast-acting carbohydrates in the form of a sweetened coffee drink; glucose subsequently rose to 305 mg/dl and remained elevated after the user ate and announced lunch, and the cause of the event was unclear with no specific device problem or component identified. Symptoms included confusion/disorientation, lethargy, muscle weakness, and shaking/tremors. Outcomes included the need for unexpected medication intervention to treat low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a device problem or a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.